Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device contamination occurred during preparation. A left atrial appendage (laa) closure procedure was being performed. During preparation, the package to the watchman® access system was being opened and the front packaging tore down the center at an odd angle and a portion of the packaging curled which contaminated the device as the scrub technician was reaching for it. The scrub technician's gloves were also contaminated. This compromised the sterility of the device, so it could not be used. The scrub technician replaced their gloves and another access system was opened to complete the procedure.